Event description:
It was reported that the external pulse generator (epg) displayed an error code. Technical support (ts) noted that it could be due to a depressed key and recommended removing the battery to reset the epg and to turn it on again. The error message could not be duplicated. Ts explained that the epg self-test must have been disrupted upon start up, when the error initially presented itself. The epg was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).